Event description:
It was reported that a patient had a concentration change of an epinephrine infusion that required reprogramming of the pump module. At some point, perhaps when restarting of the pump, the incorrect concentration was chosen. The event would have occurred between (B)(6) 2023 - (B)(6) 2023. The patient received a concentrated dose of epinephrine at a rate for standard concentration, however it was noted that there was no appreciable catecholamine surge.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the medication concentration order was changed on epinephrine infusion (30mg in 250ml), which required reprogramming of the pump. The customer then stated that "at some point, perhaps on restarting the pump, the incorrect concentration was chosen." The customer believes that the pump was programmed incorrectly for "standard dosing" instead of "concentrated dosing of code only dosing." The infusion occurred between (B)(6) 2023, and the event "likely" occurred on (B)(6) 2023, according to the customer. As a result, the patient received "concentrated dose" of epinephrine at a rate of "standard concentration." However, there was "no appreciable catecholamine surge such as hypertension, tachycardia, etc." There was no harm reported and the infusion was reprogrammed and weaned down.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the medication concentration order was changed on epinephrine infusion (30mg in 250ml), which required reprogramming of the pump. The customer then stated that "at some point, perhaps on restarting the pump, the incorrect concentration was chosen." The customer believes that the pump was programmed incorrectly for "standard dosing" instead of "concentrated dosing of code only dosing." The infusion occurred between 04 june 2023 and 07 june 2023, and the event "likely" occurred on 06 june 2023, according to the customer. As a result, the patient received "concentrated dose" of epinephrine at a rate of "standard concentration." However, there was "no appreciable catecholamine surge such as hypertension, tachycardia, etc." There was no harm reported and the infusion was reprogrammed and weaned down.

Manufacturer narrative:
Omit: - use of device problem (1670), (B)(4). - software interface, - device not returned, - analysis of data provided by user/third party, - usage problem identified, - cause traced to user. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, b, c, d and g codes.